Event description:
The senior medical affairs specialist spoke with both the pt/layperson and the reporter/layperson in 2008 in reference to the reporter/layperson's call (daughter) with the customer svc on a month before. The daughter alleged that a result on the pt's onetouch ultra 2 was inaccurately high followed soon after by hypoglycemia. Product was in range with control solution. All results are in the correct unit of measure, mg/dl. On a week later, the pt's 5:00am result of 215 was followed by her usual dose of 54 units lantus. Reportedly, she had washed her hands. The reporter assured me, the pt had not mistakenly taken her regular humulin because it was in the refrigerator. The pt went back to bed to read before eating breakfast. Approx 45 mins later before planning to eat, the pt tested again, result 46. The reporter immediately brought breakfast to the pt who is asymptomatic and shows no signs of hypoglycemia until very low. A few mins later she returned with food, and as the pt was eating hot cereal, the reporter noted her mother was clammy, shaking and sweaty. An immediate test revealed a 37. Besides cereal, the reporter gave the pt coke, glucose, dove bar, and yogurt. On hr after eating, the pt's blood glucose was 99. Usually, it will increase faster than that. The pt was then given a cheese cup. At lunch "I was fine and from then on ok". The pt and reporter alleged that the result of 215 was inaccurate "because lantus could not cause my blood glucose to drop that fast". The pt rec'd a replacement lifescan meter from their pharmacy. Because the pt reportedly experienced hypoglycemia after injecting a long acting insulin (lantus) while the meter result was elevated (215 mg/dl) and despite the apparent low results that compared to the pt's hypoglycemia symptoms, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them, and if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.